Manufacturer narrative:
The thermogard console (sn: (B)(4)) in complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the fuses. The on-site biomed found that the fuses were blown. After replacing the defective fuses, the thermogard console was placed back for clinical use.

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) had no power. It is unknown at what stage of the treatment the issue occurred. Another system was used to continue the treatment with minimal delay. No further information was provided. No consequences or impact to patient.